Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a lot history record (lhr) review could not be performed.

Event description:
Device malfunction: device stuck. Time of device malfunction: during vessel closure. Symptoms/ae: leg pain. Time of symptoms/ae: 24-hours post procedure. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of a femoral artery after a diagnostic procedure. The device reportedly got stuck in the artery. Reportedly, scar tissue was noted in the target groin and the cardiologist was not comfortable in removing the device. A vascular surgeon was called in and the device was removed using counter-tension. The patient was heavily "drugged" before device removal. Hemostasis was achieved using a femstop. At 24-hours post procedure the pt complained of leg pain and hospitalization was extended for a few days. There were no reported adverse pt sequelae. Though requested, no additional info was available.